Event description:
The stent was deployed in the rca. Post-dilatation was performed with another manufacturer's balloon at 14 atm's. Upon removal of balloon, the need for additional inflation was noted. Further inflations of 16-18 atm's was done. A review of stent placement revealed perforation of artery. Patient was taken to o.r. For emergent surgery.